Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt was showing symptoms of hemolysis, hypercoagulability and increasing power spikes over several days with increasing pi and a series of neurological events. A decision was made to exchange one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.